Manufacturer narrative:
The investigational analysis has been completed. The device was visually inspected, and reddish foreign material was observed inside the pebax also, a small red protrusion was observed on the pebax. Magnetic sensor functionality was tested on carto and the catheter failed, error 105 (magnetic sensor error) and 106 (force sensor error) were observed. A failure analysis was performed, and the catheter was dissected on the tip area, loss of electrical continuity at the sensor was found, it was determined that the root cause was an internal failure of the sensor. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During the manufacturing process, inspections and functional tests are in place to prevent this type of failure from leaving the facility. The customer complaint was confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. The root cause of the internal failure of the sensor cannot be determined, however, an internal corrective action was created to investigate this issue. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a visualization issue occurred. Ablation was conducted with the smart touch sf catheter and the display of the catheter initially showed that the catheter was not moving, then it would start to shake. Eventually it becomes slashed and the position of the catheter changed significantly. The cable was changed but the issue continued. The issue was resolved by changing the catheter to another one. The procedure was completed without patient consequence. This event was originally assessed as not MDR reportable because potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the device for evaluation and on (B)(6) 2018, reddish foreign material was discovered inside clear pebax and there was a small red protrusion on pebax. Scanning electron microscope analysis results from (B)(6) 2018 showed evidence of mechanical damage, stress marks, scratches and a hole on the surface of the pebax. The pebax protrusion and hole findings have been assessed as MDR reportable. The awareness date has been reset to (B)(6) 2018, the date the first reportable finding was discovered.